Event description:
International affiliate reports the valve was explanted and replaced because the device could not be reprogrammed. Info identifying the event as MDR reportable was rec'd from the affiliate on 12/19/00.